Event description:
It was reported by the customer that a pyxis medstation es system failed drawer. Customer stated that the main drawer 2 is failed and cannot be recovered, it causing malfunction when tried to issue medication to patient. There was delay about 10 minutes but they managed to dispense the meds from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined failed drawer 2 main full height. A field service engineer replaced the magnet to resolve this issue. Customer confirmed inventory the meds. The system functioned as intended after field service engineer troubleshooted the device.